Event description:
It was reported that an ilet user experienced two hypoglycemic episodes in the morning and treated the first low of 67 mg/dl with two glucose gummies and a soda, followed by rebound hyperglycemia around 200 mg/dl and then a subsequent low of 55 mg/dl that was again treated with glucose gummies. Education was provided regarding treating lows with up to 15 grams of fast-acting carbohydrate and avoiding overtreatment. Symptoms included hypoglycemia, hyperglycemia, shakiness, and disorientation. Outcomes included return to glucose range after troubleshooting and education, with no medical intervention or hospitalization. Investigation included user counseling on hypoglycemia treatment protocol and review of use patterns. Investigation of this case revealed user-related overtreatment of hypoglycemia following pump alerts, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and carbohydrate overtreatment.